Event description:
Reporter stated that patient obtained back to back blood glucose results of 260 mg/dl and "hi" (>600 mg/dl) on the complete system. Reporter indicated that patient did not modify therapy based on these results. No patient injury was reported and not treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.